Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this defibrillator exhibited infection. A revision was performed and the ICD along with the right ventricular (rv) lead were explanted. There were no adverse patient effects reported. The system was not returned.